Manufacturer narrative:
Initial reporter info: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside the fluid path of a bd oralpak¿ 10ml oral doser syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that foreign matter was found inside the fluid path of a bd oralpak¿ 10ml oral doser syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Upon further review, this product is not considered a medical device in the us and should not have been reported.